Event description:
The customer observed a single, non-reproducible, falsely elevated vitros tropi es result for a patient sample processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported outside the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es result occurred on a single patient sample on the vitros eciq analyzer. The investigation into this event concludes that the root cause of the event is unknown and the possibility of an analyzer malfunction, and the effect of sample processing could not be ruled out as potential root causes.